Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock for support with the impella lp2.5 device. After support was successfully achieved, and device was explanted, an infection developed at the insertion site. As treatment, the physician administered antibiotics. The patient recovered.